Event description:
This serious spontaneous device report was received from a pharmacist in the united states as part of a medical information inquiry. A pt, a (B)(6) female, was hospitalized for an unk reason and experienced a decreased white blood cell count of 3.3 after she received the sixth euflexxa (1% sodium hyaluronate) injection for osteoarthritis (right or left knee was not specified). On an unk date in (B)(6) 2013, the pt received the sixth euflexxa injection as an outpatient for osteoarthritis. On (B)(6) 2013, the pt was hospitalized, a lab work up was performed, and revealed the white blood cell count was decreased to 3.3. On (B)(6) 2013, the pt was discharged from the hospital and was to follow-up with a hematologist to have blood tests. It was unk if euflexxa injections continued. At the time of reporting, the outcome of the event was unk. Medical history was provided and included the pt of having euflexxa injections prior to the sixth injection (dates unk). Concomitant medications were provided. Further information has been requested. If new significant information is received, a follow-up report will be submitted. Company comments: no information on reason for hospitalization. Unassessable. Follow-up requested.